Event description:
The consumer is doing charity work for a broken chair and states that the left motor has a thin layer of oil filmed on it. The consumer also states the oil is not leaking off of the motor..